Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain. The hcp was unable to aspirate fluid. There was no free flow of csf (cerebrospinal fluid) on (B)(6) 2010. The medications being delivered via the device system were clonidine, and morphine. The patient outcome was unknown at the time of this report. Additional information will be sent if additional info becomes available.